Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery tests. The insulin pump was received with no battery installed. The insulin pump has cracked case at the reservoir tube window corner and cracked battery tube threads. Data analysis indicates there was no data listed for the dated of (B)(6) 2015 due to the insulin pump was received without battery installed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer passed away in a hospital. The customer was hospitalized on (B)(6) 2015. The cause of death was heart attack. The customer had heart disease. The customer's blood glucose, at the time of death, was 112 mg/dl. The customer was wearing the insulin pump at the time of death. The customer was not using sensors and a sensor was not worn at the time of death. The caller agreed to return the insulin pump for analysis.